Manufacturer narrative:
Correction on b5.

Event description:
During cleaning of the platform after a successful patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed ua 7 error was the defective load cell 2. The defective load cell was likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The initial functional testing of the autopulse platform could not be performed due to ua 7 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the load cell 2 was defective. The load cell 2 needs to be replaced to address the reported complaint. The archive data review showed ua 7 error message, thus confirming the reported complaint. In addition, not related to the reported complaint, ua 12 (lifeband not detected) error message was observed. The ua 12 error message was cleared by user. Per the autopulse® resuscitation system model 100 user guide, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Waiting or customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During device check after patient call, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No patient involvement.